Event description:
It was reported that a home patient (hp) reported feeling full during dwell one on a homechoice machine and had a drain that met increased intra-peritoneal volume (iipv) criteria. The hp had bypassed earlier and forgot that they were not empty. The hp then used a 2500ml manual bag that afternoon. Once the hp was in dwell, they started to feel full. The hp¿s fill volume was 2700ml. The hp had a manual drain of 4953ml and began to feel relief right away. The technical service representative (tsr) assisted the hp in ending therapy. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log of the device confirmed the reported issue. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested with no leaks found and all pressures were found to be correct and stable. A short simulated therapy was run on the device with no issues. The reported issue could not be duplicated. The cause was found to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.